Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous coronary artery. A 12 x 2.25 promus premier drug-eluting stent was advanced to treat the lesion; however, resistance was encountered. The device was removed and the stent was noted to be lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was good.